Event description:
Customer reported a malfunction related to the cartridge a few hours after loading a new one. There was no adverse impact to the customer¿s blood glucose level. After the issue, the customer switched to a backup insulin therapy, and technical support advised the customer to fill and load a new cartridge and to follow up if the issue recurred.